Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes france reports an event as follows: it was reported that on (B)(6) 2019, during an implantation of an unknown 2.4 mm headless compression screw for scaphoid fracture, the drill bit and guide wire broke off. During drilling without stress, the drill bit broke when it contacted with the bone. Then, the guide wire was also broken with no constraint exerted. All fragments were removed from the patient with difficulty. Thus, the surgeon changed the guide wire and drill bit to complete the procedure. The surgery was completed normally with forty-five (45) minutes surgical delay. Patient outcome was unknown. Concomitant device: 2.5 headless compression screw (part/lot unknown, quantity unknown). This report is for a guide wire. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The received device is broken as reported. We found that the longer broken part of the guide wire is bent and runs in a cone at the end. There is also no document review possible as no lot number was provided/ identified. Our investigation shows that the guide wire is broken as described in the complaint description. We found that the longer broken part of the guide wire runs in a cone at the end. This is an indication that the guide wire was cut off by the reamer and let us suppose that the wire was either bent after the insertion or that too high lateral stress, possibly by high soft tissue pressure, was applied during reaming. The actual surgical technique guide recommends as follows ¿if the guide wire has been bent to a greater extent, reinsert it or replace it by a new guide wire. Otherwise, the guide wire may be advanced through the joint.¿ the measurable dimension of the guide wire were as far as possible checked and found to be in compliance with the actual technical drawings. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional data device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.